Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported powers off whenever touched, which was not reproduced during evaluation. A review of the event history log identified improper shutdown! Messages. The cause was determined to be corroded power pins on rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powers off whenever touched. There was no patient involvement. No additional information is available.